Event description:
It was reported that the leadless implantable pulse generator (ipg) was not tracking and for all combination no a4 wave in correspondence of the p-wave. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.